Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334vrm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that a patient alert triggered for a high impedance spike on the right ventricular coil. In office provocative testing and pocket manipulation did not produce any spikes in impedance. The lead remains in use. No patient complications have been reported as a result of this event.